Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 102 mg/dl. The customer states he has been having trouble with air bubbles in the reservoir. The customer called in inquiring if his reservoirs were part of a recall and he was informed they were not. Troubleshooting for the air bubble anomaly was offered, but the customer declined it. The customer was informed a rep can contact him next time he changes his set. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.